Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement and self test. No rewind anomaly noted during testing. No unexpected alarms noted during testing. Device received with corroded battery tube. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was stopped and error message came up. The customer also stated that there was issue with the rewinding. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.